Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a ramp study with findings suspicious of outflow stenosis. The plan was to get a computed tomography (CT) scan but prohibitive currently as creatinine was way up. Log files were sent for review. The pump parameters changed as expected during the ramp study. The flow looked fine despite the outflow stenosis. The pump was operating as intended.

Event description:
It was additionally reported that the patient had new onset of kidney dysfunction. Nephrology consult on (B)(6) 2025 showed stage 2 chronic kidney disease likely secondary to cardiorenal syndrome (crs)/diabetic kidney disorder. The patient was admitted for hypoxia attributed to volume overload and diabetic foot infection with severe progressive oliguric acute kidney infection likely secondary to acute tubular necrosis in context of nephrotoxic medications, contrast induced nephropathy (cin) and potentially an element of crs/renal hypoperfusion secondary to left ventricular outflow tract obstruction. CT on (B)(6) 2025 showed there was approximately 80 to 90% stenosis in the outflow graft on the basis of eccentric thrombus. This extended from the snap ring to the distal most aspect of the outflow bend relief. The straight segment distal to this extending to the ascending is widely patent including the anastomosis. Acute kidney infection improved and did not require hemodialysis. On (B)(6) 2025 balloon-expandable stenting of the outflow graft was performed. Patient symptoms included heart failure and volume overload.

Manufacturer narrative:
B5 narrative information updated. H6 - adverse event problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: primary UDI corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. A review of the submitted log files revealed the device operating as expected. No unusual alarms, events, or trends in pump flow were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of this document lists renal dysfunction as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.